Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported capsular contracture baker grade IV, hardness, seroma, "suspicion of cancer" and folding on left side. The device remains implanted.